Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. H2) updates made to img (annex g) component code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and no faults were found, the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera wasn't working. There was no patient involvement as this occurred during set-up for case. The site brought in another navigation system for the case. There was troubleshooting present. It was reported that when the manufacturer representative (rep) went onsite and went in the registration screen, the camera icon (green) was flashing in the tracking details box. The camera light was green on the front of the camera. There was no amber light. The rep also ran ndi toolbox and it was saying the internal clock was off. Technical services (ts) had the rep power down system and reseat the interconnect cable between the carts. The rep inspected the interconnect cable and pins for any visual damage and there wasn't any. The rep powered system back on and they were no longer getting the camera on the tracking window flashing on the registration page. The rep tested an instrument and it verified. The re[ looked at the ndi toolbox again and pressed 'yes' to change the internal clock and there were no faults showing for temperature, bump etc. Ts and the rep agreed to monitor system as it currently seemed as though the camera was functioning as intended.